Manufacturer narrative:
A review of the device history records for the reported lot and components identified no quality issues during the incoming, manufacturing, in-process or final inspection processes. No samples or magnified photographs of the blade tips or edges were available for review. If samples become available at a later time, the devices will be reviewed/tested and the results will be included in the file. A follow-up report will be filed at that time. Although no samples were returned for review/testing, a retention sample from the device history record was tested for the reported condition of ¿dull blade¿. No defects were observed on the blade component. The device meets current specifications including the penetration requirements. A report of a dull blade / knife can be the result of a damaged cutting edge, point or apex on the blade. A damaged blade would most likely be detected during one of the in-process or final inspection processes. However, the possibility of a defective component being overlooked by an employee during one of the inspections cannot be ruled out. Damage to the knife / blade has occurred when removing the knife from the protective foam, package or while preparing the knife for the procedure. The blade component edges and points can be damaged very easily if dropped, bumped or come in contact with any hard, rough surface. No additional details were disclosed. Without reviewing the actual device(s), receiving magnified photographs of the tips and edges of the blade(s), or receiving details of the pre-operative preparation of the device(s), procedure(s) performed and or the surgeons technique, a definitive root cause cannot be determined at this time.

Event description:
Per the initial information received from the customer they did need to change the surgery and lens due to the dull blade. We are working on gathering more information from the end-user and will send it to you once received. The surgeon reported while placing a site port incision during a cataract lens implant, a tear of the posterior chamber resulted due to the dull stab knife. The tear presented the need for a special implant and larger incision that required sutures to close. An additional 15-20 minutes were added to the procedure time. The patient was reported well post-operative.